Manufacturer narrative:
(B)(4).

Event description:
If a patient generates an adherence flag on the final day of the patient's ir, the patient's intervention expired field is not being set, and no check patient calendar task will be generated for the patient. This issue occurs if you have a patient whose intervention rules expire and, while waiting for he time based action to execute, if the patient record is updated then the patient record is removed from the time-base workflow queue. This causes the last intervention expired field not to get updates on the patient and since that field is not set on the patient record then the check patient calendar task is not generated.

Manufacturer narrative:
Philips q&r has completed the investigation for the reported failure of protocols ending without notice (rns are unaware) with the ecare companion home telemonitoring system. This complaint has been confirmed and a fix was implemented via fco 1125873-10-06-16-017-c in software version 1.4.0.5. Q&r will continue to monitor for trends.